Event description:
The customer reported being hospitalized for diabetes ketoacidosis and high blood glucose of 502 mg/dl. The customer stated that his white cells were elevated. The customer was vomiting and could not hold any food down. Troubleshooting was performed. All the settings on the insulin pump were accurate. Ran a fixed prime test and the device was delivering insulin. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.